Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign, event occurred in taiwan. E1: telephone (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during kit inspection the handpiece operated at low speed when the throttle was depressed. There was no patient involvement. Diligence is complete.